Event description:
It was reported that the patient¿s blood glucose level reached 423 mg/dl while wearing the pod between 4 and 24 hours. It was noted that the needle did not deploy. Hyperglycemia treated with a manual injection of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s921usqs3axi1 cloud - smartphone hardware sm-s921u cloud - cgm sensor type *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed the pod was received with 0 pulses in pod state 15. The pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 1 hour without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours. No damages or deficiencies were observed that would have prevented the pod from completing activation and deploying as intended. No problem was found.